Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown, explanted: 2010 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2010 (B)(6); product type extension product ID neu_recharger_acc, serial# unknown; product type recharger. (B)(4

Event description:
It was initially reported that there coupling issues with the patient¿s implantable neurostimulator (ins) and an overdischarged condition was suspected. It was noted that the patient had not charged the device in over 6 months and then tried to charge today and only got the reposition antenna screen on the recharger. Follow up information received from the healthcare professional (hcp) on (B)(6) 2011 reported that patient¿s ins system was removed due to the battery not being able to recharge due to non-use by the patient (was not using the stimulation). If additional information is received, a follow up report will be sent.